Manufacturer narrative:
The event date was modified due to received additional information. The pacemaker has not been returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause not established.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. The pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the patient will continue to be monitored. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. The pacemaker remains in service. No adverse patient effects were reported.